Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported issues with the insulin pump. Customer states that her blood glucose has been fluctuating. Customer also states that there is an infection due to redness. The blood glucose reading is 400 mg/dl. Nothing further reported.